Event description:
Consumer alleges her husband was going to the bathroom and as he stood up, the unit allegedly tipped over and he was wedged between the toilet, scooter and bathtub.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Failure to heed transfer warnings.

Event description:
Consumer alleges her husband was going to the bathroom and as he stood up, the unit allegedly tipped over and he was wedged between the toilet, scooter and bathtub.